Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 424 mg/dl and low of 49 mg/dl. The customer's blood glucose was 345 mg/dl at the time of the incident. Customer treated high blood glucose with insulin pump and injections and treated low blood glucose with glucose tablets. The product was not returned for analysis.